Event description:
Reporter noted posterior capsule ruptured during capsule vaccum while using 0.3mm straight "I/a" tip (356-1007). No intervention reported and intraocular lens was implanted. "Va" was recovered. Event occurred approximately one year ago.